Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error 25 and low battery. The blood glucose reading was 150 mg/dl. Troubleshooting was conducted, but the issue was not resolved. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will not be returning for analysis.